Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Pt was revised to address hip pain.

Event description:
It was reported that during a follow-up visit, the physician observed high impedance with a progression since 2008. During explant procedure, the physician noticed that the tip and internal conductor remained inside the heart, while the other parts came away. He was able to remove everything successfully.